Event description:
It was reported to philips that the system could not be turned on after a power outage. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 ((B)(6)) is not sold in the us. However, its similar device (B)(6) is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system remotely and guided the user on how to power on the system. The cause of the issue could not be determined. The issue was not reproduced during the remote inspection. After the power on process was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.